Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens implanted. Device mfg date: unk. (B)(4). Lens implanted.

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens in the patient's left eye. The reporter indicated there was an unexpected outcome of the patient's visual acuity due to an overcorrection/refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by an implanting surgeon, the patient did not achieve refractive target (plano) following icl implantation. The surgeon is exploring different options for a correction of a residual refractive error. The lens is still implanted. There was no loss of bcva before and after surgery (20/25). It should be noted that patient was (B)(6) at the time of the surgery and per dfu "indications the visian icl is indicated for use in adults 21-45 years of age". Therefore, there is no sufficient data to support implantation in such patients. Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).